Event description:
Customer reported the shutter blades will not rotate using the c-arm buttons. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the control panel processor pcb. System is operating as intended.